Event description:
It was reported, that bd alaris pump module smartsite infusion set was damaged. The following information was received, by the initial reporter with the following verbatim: crack in primary set IV tubing proximal to patient. Crack discovered, while mobilizing. Noticed, that IV was dripping fluid onto the bed. And air was discovered appearing in line. Upon closer examination, crack discovered, in tubing about 5 inches above distal end of tubing. Infusion stopped immediately, disconnected and replaced. No harm apparent to patient at this time. Cracked area between second y -site and male luer.

Manufacturer narrative:
H.3:. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of crack in tubing could not be verified due to the product not being returned for failure investigation. Device history record review for model 2420-0500 lot number 23103307 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.